Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that for three months, patient has had to recharge more frequently. There were no known environmental/external/patient factors that may have led or contributed to the issue. Impedance check was done , electrode 3 was out of regulation (oor). Rep combined two programs to one and avoided oor electrode #3. The issue was resolved. Hcp had no further information. Patient's weight was asked but unknown. No symptoms were reported and no further complications were reported/anticipated.